Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was unable to charge and subsequently led the pump to unexpectedly shutdown. The customer's blood glucose was 523 mg/dl. Customer declined troubleshooting and to provide additional information regarding the reported issue.